Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient involved in a motor vehicle accident. Injuries sustained were splenic laceration, liver laceration, and fractured ribs. Transferred to hospital for trauma evaluation and neurosurgery consultation. Discharged from hospital three days post mva. Five days post mva, patient presented to emergency department with complaints of shortness of breath, dizziness, and inability to lay flat. Chest x-ray performed identified infiltration on the left lower lobe of the lung. CT scan performed and demonstrated 40% pneumohemothorax on the left and pulmonary embolus on the right. Bilateral lower extremity venous doppler examination was negative for dvt. Patient also was diagnosed with heterogeneous factor v leiden. An ivc filter was successfully deployed six days post mva to manage risk of additional pulmonary emboli since patient was not a candidate for anticoagulation therapy. Approximately eight months post inferior vena cava filter deployment, a vena cavagram was performed prior to scheduled filter retrieval procedure. Guided fluoroscopy demonstrated a tilted filter. Multiple attempts were made with the use of a snare during the retrieval procedure, but was unsuccessful. A vena cavagram was performed at the conclusion of the procedure and showed no evidence of extravasation or thrombus. Approximately one year post filter deployment, a CT scan was performed and demonstrated the ivc filter in the infrarenal segment with some high density material extending from the superior aspect of the filter into the right psoas muscle. There were no additional attempts made to retrieve the filter reported. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an ivc filter was implanted to manage risk of pulmonary emboli since anticoagulant therapy was contraindicated. Approximately eight months post filter deployment, the patient presented for removal of the filter. Guided fluoroscopy demonstrated a tilted filter. During the filter retrieval procedure, multiple attempts to remove the tilted filter were made unsuccessfully. CT scan of the abdomen completed three months after attempted removal allegedly revealed a detached filter limb extending from the superior aspect of the filter into the right psoas muscle. It was alleged that this was a limb of the ivc filter. No reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Medical records were provided. The medical records allege that the filter was discovered to be tilted during a retrieval attempt performed approximately eight months after implantation. It was further alleged that the retrieval attempt was unsuccessful. Allegedly three months after the attempted retrieval, a CT scan identified a detached filter limb beyond the vena cava wall into the right psoas muscle. Based on the medical record review, filter tilt, an unsuccessful retrieval attempt, limb detachment, and perforation of the ivc can be confirmed. It was reported that the apex could not be separated from the ivc wall. Therefore, it is possible that the tilted filter contributed to the unsuccessful retrieval attempt. It is unknown how the filter became tilted. It is possible that the limb became detached and perforated the ivc during the retrieval attempt. However, based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: - warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately eight months post filter deployment, the patient presented for removal of the filter. Guided fluoroscopy demonstrated a tilted filter. During the filter retrieval procedure, multiple attempts to remove the tilted filter were made unsuccessfully. Computed tomography scan of the abdomen completed three months after attempted removal allegedly revealed a detached filter limb extending from the superior aspect of the filter into the right psoas muscle. At some time post filter deployment, it was alleged that the filter perforated filter limbs into the organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The filter limb remains in the right psoas muscle. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight months later post filter deployment, the filter was attempted for retrieval. The right internal jugular vein was accessed, and an 0.035-inch guidewire was advanced into the inferior vena cava via direct fluoroscopic guidance and through the filter. The contrast cavagram with 30cc of isovue-300 was performed above the anteroposterior and lateral planes. This demonstrated good orientation anteriorly but there was some tilt toward the anterior aspect with the filter in the lateral projection. The pigtail catheter was removed over an amplatz ultrastiff guidewire. Using an angled catheter, the wire was placed towards the angle of the tip of angulation. Then the sheath and dilator were advanced past this. The attempts were not successful with cone device in pulling this off the anterior wall. An attempt to grasp the neck of the filter with the cone device to mobilize the f1lter was also unsuccessful. This caused bending of the filter and the cone wires, and the cone was removed. A second attempt with an angled catheter to get a sheath and dilator through the side of the endothelialization was performed and again, unable to get the tip of the filter within the cone in the anterior aspect of the cava. After multiple attempts at trying to get the dilator sheath past to pull the filter off the side of the anterior wall, and attempts to disengage the filter with the cone, the procedure was aborted. Findings of this study indicated that tip of the filter endothelialized against anterior inferior vena cava and multiple retrieval attempts were unsuccessful. After five years and six months, the patient had a consult with physician which indicated that patient was concerned because on a plane film performed in previously, there found to be fracture of one of the limbs of the filter and computed tomography scan has shown migration of the fractured limb with the filter into her right psoas muscle. Review of computed tomography scan of previous filter demonstrated that patient does indeed have a fractured limb which migrated to the right psoas muscle and does not appear to have impinged upon any other adjacent organs. Therefore, the investigation is confirmed for the alleged filter tilt, retrieval difficulties, perforation of the inferior vena cava, filter limb detachment, and material deformation. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the investigation lot number is unknown. Medical records review: patient involved in a motor vehicle accident. Injuries sustained were splenic laceration, liver laceration, and fractured ribs. Transferred to hospital for trauma evaluation and neurosurgery consultation. Discharged from hospital three days post mva. Five days post mva, patient presented to emergency department with complaints of shortness of breath, dizziness, and inability to lay flat. Chest x-ray performed identified infiltration on the left lower lobe of the lung. CT scan performed and demonstrated 40% pneumohemothorax on the left and pulmonary embolus on the right. Bilateral lower extremity venous doppler examination was negative for dvt. Patient also was diagnosed with heterogeneous factor v leiden. An ivc filter was successfully deployed six days post mva to manage risk of additional pulmonary emboli since patient was not a candidate for anticoagulation therapy. Approximately eight months post inferior vena cava filter deployment, the patient was scheduled for filter removal. The contrast cavagram was performed above the ap and lateral planes. This demonstrated good orientation anteriorly but there was some tilt toward the anterior aspect with the filter in the lateral projection. Several attempts were made including an attempt to grasp the neck of the filter with the cone device to mobilize the filter, which caused bending of the filter and the cone wires and the cone was removed. An attempt with an angled catheter to get a sheath and dilator through the side of the endothelialization was performed, which was also unsuccessful; the procedure was aborted. A completion cavagram was injected and demonstrated no evidence of extravasation and no evidence of thrombus. Approximately one year post filter deployment, a CT scan was performed and demonstrated the ivc filter in the infrarenal segment with some high density material extending from the superior aspect of the filter into the right psoas muscle. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation can be confirmed for filter tilt, retrieval difficulties, perforation of the ivc, detached limb, and material deformation. Per the provided medical records, the apex could not be separated from the ivc wall. Therefore, it is possible that the tilted filter contributed to the unsuccessful retrieval attempt. Per the provided medical records, an attempt to grasp the neck of the filter with the cone device to mobilize the filter caused bending of the filter. It is possible that the filter limbs became detached or perforated the ivc due to this retrieval attempt. However, based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 2976, 4001).

Event description:
It was reported that an ivc filter was implanted to manage risk of pulmonary emboli since anticoagulant therapy was contraindicated. Approximately eight months post filter deployment, the patient presented for removal of the filter. Guided fluoroscopy demonstrated a tilted filter. During the filter retrieval procedure, multiple attempts to remove the tilted filter were made unsuccessfully. CT scan of the abdomen completed three months after attempted removal allegedly revealed a detached filter limb extending from the superior aspect of the filter into the right psoas muscle. It was alleged that this was a limb of the ivc filter. No reported patient injury. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and perforated filter limbs into the organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The filter limb remains in the right psoas muscle. The status of the patient is unknown.